Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound and loss of lock. Device testing could not be completed due to no lock. External equipment was exchanged; however, the issue did not resolve. Revision surgery is under consideration.